Manufacturer narrative:
Complete information - 3002809144-03/14/19-002-c. After further investigation, it was noted that events with message codes (1043, 1044, 1072, 1402, and 1403) and/or a cracked or damaged level sensor (04s68-01) have the possibility of being associated with the incorrect dispense of trigger or pre-trigger. A retrospective review was performed and this ticket was identified as being related to the 07mar2019 remedial action. A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed.

Event description:
The customer reported experiencing error code 1402 unable to process test. Activated read failure, with various assays while using the alinity analyzer. During inspection, the customer found that the level sensor required replacement and no further issues were experienced. There was no reported impact to patient management.